Event description:
Advocate states the customer received a blood glucose reading of 115 mg/dl on her contour meter. She was retested on a different meter and received a reading of 52 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. Customer was sent new meter and strips. She is expected to return her strips for evaluation.